Event description:
It was reported that during a lap nephrectomy procedure, after 45 minutes, the tissue pad fell into the patient and could not be found. Therefore, the pad could not be removed and was left in the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/18/2008. Information anticipated, but unavailable at this time.